Event description:
It was reported that the right ventricular (rv) lead was post vsense t-wave oversensing (twos) and also had diminished rwave sensing. The patient was scheduled to come in for further evaluation the following week. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2008 (B)(6). (B)(4).